Event description:
The pt was implanted with a left ventricular assist device. Approximately 7 months post-implant, the pt presented to a nearby hospital and reported alarms while supported by the power module (pm). No alarms occurred when the pt was supported by batteries. The pm pt cable and system controller were exchanged, but the alarms continued. An x-ray revealed potential damage of the percutaneous lead near the system controller connector. Manipulation of the percutaneous lead near the system controller connector resulted in intermittent pump stoppage. The manufacturer's trained technical service personnel was informed and after evaluation, a repair to the external portion of the percutaneous lead was performed.

Manufacturer narrative:
The pt remains on lvad support and no further alarms have been reported since the field repair. The device remains implanted. The section of the percutaneous lead removed during the field repair will be evaluated. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.